Event description:
It was reported that the patient was having trouble and was using his stimulation often because of it. It was reported he was using it in the day and the night. It was noted that the patient had cancer. The patient reported that he had let his implantable neurostimulator (ins) ¿run down¿ a couple of times, and had no trouble with it. It was reported that a longer charging time was necessary because of it. It was reported that stimulation was working. It was reported that a patient had stimulation intermittently at night and had to turn it on. It was reported that this event happened 3 times in the last month.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot # v012411, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a shocking or jolting sensation. A coupling problem was also reported with recharging. The patient's "shocker" was staying on and the patient couldn't "cut it off." The patient used it a lot and it had done this several times. Then all of a sudden the unit he would charge it with would not charge it. The patient had been having trouble with his recharger for about a week. He had had trouble "cutting it off" 3-4 times for about a month. The last time it was shocking him and he couldn't turn it off and it was aggravating him. It would happen every now and then and at the time of this report, he could not charge the device. It was also noted that he just had lung surgery for his cancer and had a lot of other problems. He had a lot of trouble with his back and it was just getting worse and worse. A replacement recharge antenna was ordered to try to fix his coup ling problems. The implantable neurostimulator recharger (insr) was stated to be damaged. The antenna was not returned. C500. Additional information received on (B)(6) 2014 reported that the patient received the new antenna but it was not working. Use of the recharger was reviewed. The patient saw the charging screen and all 8 boxes were shaded. The patient couldn't turn the "shocker" on. The implantable neurostimulator (ins) battery was flashing in the first quartile. The need for recharging was reviewed. The caller "knew he charged" and tried to turn stimulation on and it wouldn't come on. Charging half way was recommended. It mentioned that several falls had occurred over the span of the device. Follow-up was performed to determine if any troubleshooting had occurred, if the cause of the event had been determined, if any intervention took place, and if the patient was receiving effective therapy. This event will be updated if additional information is received.